Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to a lab result. However the reporter did not report any results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.